Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of 8mm monopolar curved scissors (mcs) instrument would not close. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the site's nurse and obtained following additional information: the event date discrepancy was due to time difference with reported country. Ports were placed prior to issue being identified on 8mm monopolar curved scissors (mcs) instrument. The system functionality was checked upon powering on the system. It initially powered on without errors. It was clarified that procedure was completed robotically. Staff did not convert the procedure but, used a backup instrument of same kind. The reported mcs instrument was observed to have a broken cable. The instrument was inspected prior to use. Staff was attempting to dissect when, reported issue was identified. The reported instrument did not collide with any other instrument or tool during procedure.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.